Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, placement difficulty occurred. It was also reported that a problem occurred with screwing the tip of the lead, several attempts made to extend the tip were unsuccessful. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix fully extended, and with the stylet still inserted in lead. During analysis, removed stylet from lead to performed helix extension and retraction test. The helix could be extended, and retracted. Turns to extend, and retract of helix was within specification. No anomalies were found. If information is provided in the future, a supplemental report will be issued.